Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that since implant the implantable neurostimulator (ins) never covered their pain. Reprogramming was performed every other week and then every month but the consumer stopped going to these appointments. In the past three to four months the consumer developed knee pain which they thought was coming from their back, which was a pre-existing condition. As a result a back and knee MRI were scheduled for (B)(6) 2016. Additional information received from the consumer reported they had never been out of pain since the implantable neurostimulator (ins) was implanted. It was further reported the ¿device has never worked, I just got tired of going 45 miles each way to get reprogramming. I was told I could golf after implant; I can hardly walk. I have had an MRI done on my back and knee. The device is a worthless piece of junk.¿ additional information was reported that the patient needs an MRI of their left knee. The caller stated that the patient had a MRI in 2018 and the patient told the facility that the ins "wasn't even working" and the ins is not active. The caller is alleging an overdischarge. The caller also noted that the patient had met with a local clinic in 2018 to address the overdischarge, but the recharging session was unsuccessful, so the manufacturing representative (rep) told him he would need to have the ins replaced. The patient did not want their ins replaced because it never helped him. No further information was reported. 2019-apr-18 (B)(4) (rep): no new information.